Event description:
Rptr was implanted with silicone polyurethane implants. On dec 4, 1979 she passed out. In 1980 she started having gradual health problems like fatigue and immune dysfunction. In 1988 she developed high blood pressure and kidney and liver problems. By 1990 her body completely collapsed and she was diagnosed with chronic fatigue, immune dysfunction, fibromyalgia, progressive kidney and liver failure, and neurological disorders; she also has lupus. She is completely disabled now. She was explanted 2/92, the left implant was ruptured. Her health hasn't gotten better. She is still very sick. She was diagnosed with renal and hepatic dysfunction 9 years after the implantation.